Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a routine follow up visit and the audiologist recognized that the hearing performance of the user is affected. No recent falls or head trauma, and no recent changes in health or medication were reported. Further testing will be done on (B)(6) 2017.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine follow-up visit, it was noted that the hearing performance of the user has been affected on the implanted side. On the contralateral side, the user has significant residual hearing. No recent falls or head trauma, and no recent changes in health or medication were reported. The user was re-implanted.